Manufacturer narrative:
Final analysis found an intermittent short circuit between the coils due to a damaged inner insulation. Both insulations were damaged due to subclavian crush at 24.8 cm from the connector pin. FDA request for additional information: a request for additional information: the final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of the methodology(ies) used, an identification of the failure mode(s)/or mechanism(s) and the associated component(s) involved, any conclusions based on the final failure analysis or laboratory test results. St. Jude mecial response: results and conclusion: contained in this report.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room with syncope. The next day, the device exhibited pauses in rhythm, but only when the patient used the lavatory. While at home, the patient experienced two more asystolic episodes. Oversensing was suspected. The patient was pacemaker dependent.